Manufacturer narrative:
The device has been received for analysis. Upon completion of the device failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation, that a resolution clip device was used during a colonoscopy procedure. Patient's age , weight and gender were not provided. According to the complaint, the clip would not advance. No additional event or patient information was provided by the initial reporter.